Event description:
It was reported, the pt had to tap on screen to get the recharger to recharge. The pt stated that he was able to charge, but it took a while to get a new signal. The pt's device was reprogrammed successfully. The pt reported, he had surgery "many times". The pt was no longer having problems with the system.

Manufacturer narrative:
(B) (4).